Event description:
It was reported that pump displayed malfunction alarm malf 0 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was given pump reset instructions and assisted with resetting pump, noted not having charging supplies, and declined follow-up but planned to contact support again if issue persisted.